Manufacturer narrative:
Information referenced the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010 product type: catheter. Product ID: 8709, lot# j0058204r, implanted: (B)(6) 2001, product type: catheter.

Event description:
Information was reported by consumer via the company representative regarding a patient receiving hydromorphone (20 mg/ml at 6.988 mg/day), clonidine (300 mcg/ml at 104.81 mcg/day), bupivacaine (20 mg/ml at 6.988 mg/day), and baclofen (1200 mcg/ml at 419.3 mcg/day) from an implanted pump. The indication for use was non-malignant pain and post lumbar laminectomy syndrome. On (B)(6) 2016 it was reported that the patient had an MRI on (B)(6) 2016. The stall occurred at 1:44 and recovery occurred at 3:11. The MRI was done because of a catheter issue. One week ago the patient had started to experience an increase in pain. The pain site was unknown. A catheter dye study was done and via the x-ray it was determined that the catheter was broken. The event date of the event was reported as "2016." On (B)(6) 2016 the rep reported that the patient had a dye study in the office and the healthcare professional (hcp) told them that the catheter was broken. The cause of the break was unknown. The results of the MRI were unknown and the patient was to follow up with the hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.